Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed; there is a torn non-olympus a-rubber that exposes the bending section. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: problems traced to the user not following the manufacturer's instructions and device malfunction or problem that occurs after production because the device was not properly maintained according to the instructions. The event can be prevented by following the instructions for use which state: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that black had separated from inside of the cysto-nephro videoscope. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.